Manufacturer narrative:
Zoll has not yet received the thermogard xp ivtm system in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard alarmed multiple times and went to standby mode. The thermogard was run for 15 minutes and rebooted with no success. No patient involvement reported on this issue.

Manufacturer narrative:
The reported issue of the thermogard alarmed multiple times and went to standby mode was not confirmed during the functional testing as the issue was not able to duplicate, however, it was confirmed in the archive data. It was determined that error tcmid: 5 occurred three times on the reported event date due to the lm34a/b sensor is defective. The lm34a/b sensor was replaced. Following the service and repair, the thermogard was functionally tested and passed successfully with no issue or faults observed. Visual inspection was performed and no damage was noted. Patient event log showed three tcmid: 5 occurred on the reported event date on (B)(6) 2017 thus confirming the reported complaint. This error was attributed to a defective lm34a/b sensor. Initial functional testing was performed and passed without issues. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with serial number (B)(4).